Manufacturer narrative:
Device evaluation summary was completed on july 16, 2020: the device was visually inspected, and it was found with reddish material and a cut on the surface of pebax sleeve with internal parts exposed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The customer complaint regarding biological material was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a cut on the surface of the pebax with internal parts exposed. Initially, it was reported that during the procedure, an event occurred in which blood was mixed in the cavity in the transparent section between poles 3 and 4. The device was removed once and this issue was confirmed. The issue was resolved by exchanging the catheter. The procedure was completed without patient's consequence. The foreign material under the pebax was assessed as not MDR reportable. However, there was no damage to the pebax integrity reported. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster inc. Product analysis lab received the device for evaluation and observed on july 16, 2020 that there was reddish material and a cut on the surface of pebax sleeve with internal parts exposed. The cut on the pebax with internal parts exposed was assessed as a MDR reportable issue. The awareness date for this reportable issue is july 16, 2020.